Manufacturer narrative:
This is our initial report on this incident. Customer will not allow access.

Event description:
The customer reported discrepant test results. It is unknown which test was run. The customer has two tango optimo at the site. It is unknown on which of the two tango optimo the discrepant test result was obtained. All other relevant information like which reagents were used is also unavailable due to the customer's uncooperativity. The date of event is also unknown but is assumed to be somewhere in the week of (B)(6) 2016. The customer stated that she does not wish to be contacted by technical support, that she will not send samples and will not allow an field service engineer to perform any actions or to observe the tango optimo. We are still trying to get any information on this incident.

Manufacturer narrative:
This is our final report on this incident. Customer will not allow access.

Event description:
The customer reported discrepant test results. It is unknown which test was run. The customer has two tango optimo at the site. It is unknown on which of the two tango optimo the discrepant test result was obtained. All other relevant information like which reagents were used is also unavailable due to the customer's uncooperativity. The date of event is also unknown but is assumed to be some when in the week of (B)(6)2016. The customer stated that she does not wish to be contacted by technical support, that she will not send samples and will not allow an field service engineer to perform any actions or to observe the tango optimo. Despite several documented contacts from our tech support, the customer was not willing to cooperate or to send samples for investigation. Because of the lack of information testing of retained product samples was not possible.